Event description:
Additional information was received from a company representative and a healthcare provider (hcp). The catheter revision was performed on (B)(6) 2016 and a new spinal segment was added. The patient was doing well and was receiving good therapy. It appeared the anchor was not buried in the fascia and the sutures broke causing the spinal segment of the catheter to pull out of the intrathecal space. The anchor was intact.

Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2016, information was received from a physician, via a company representative, regarding a patient who was receiving dilaudid (15 mg/ml) at 5.495 mg/day and bupivacaine (10 mg/ml) at 3.664 mg/day via an implantable pump. Indications for use included spinal pain. Medical history was reported as "none." Concomitant medications were unable to be obtained. Since the catheter was implanted, the patient experienced an increase in their pain, despite a gradual increase in their daily dose. On (B)(6) 2016, a catheter dye study was attempted; but the managing physician was unable to aspirate the catheter. X-ray revealed the tip to be at the l3-l4 disc space; it appeared the catheter tip had pulled down. As of (B)(6) 2016, the issue had not been resolved, the catheter remained implanted and in service, the patient status was reported as "alive - no injury," and the physician had no further information. On 2016-02-04, additional information received from the physician, via a company representative, reported hat a catheter revision was scheduled for (B)(6) 2016. Additional information regarding the causality of the inability to aspirate the catheter and report that the catheter tip had "pulled down" was requested. If additional information is received, a follow-up report will be sent.